Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an 8 cm abdominal aortic aneurysm. Vessel morphology is severely tortuous, disease progression and severe aortic neck angulation. It was reported approx 10 months post stent graft implantation, the CT demonstrated distal sent graft migration with no evidence of an endoleak. The stent graft has migrated distally 30 mm and is 45 mm from the lowest renal artery and the aortic neck has a reverse funnel, 25 mm in diameter with a 90 degree angulation. The cause of the migration may be contributed to severe aortic neck angulation. The physician successfully implanted four aneurx aortic cuffs. The pt was reported to be fine and no add'l clinical sequelae have been reported.

Manufacturer narrative:
Eval results: migration. Conclusion: severely tortuous of the vessels, disease progression and severe aortic neck angulation.